Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6).

Event description:
Per the report received from italy, edwards received notification of a 52 mm evoque procedure in the tricuspid position. Approximately 6 months post procedure, a conduction disturbance occurred. The patient had paced rhythm before the procedure. The valve was implanted as intended between 0-5 mm from the annular plane. The valve interacted with a pre-existing lead that stopped functioning at some point following valve implantation, but not the same day of the procedure. Approximately 6 months post procedure, the patient was hospitalized and heart rate was reported to have decreased to 35 bpm. A pacemaker was implanted in the right ventricle across the evoque valve approximately 2 weeks after the hospitalization. The patient's final outcome was stable condition.